Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: when the left arrow button on the purevue camera head is pressed briefly, the brightness does not decrease and the video malfunctions. Per service reports, this complaint can be confirmed. The defective parts needs to be replaced to resolve the issues as part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review an mre review was performed, and no anomalies or discrepancies were found.

Event description:
It was reported by the affiliate in japan that the camera head ac - c-mount device button did not work properly. During in-house engineering evaluation, it was determined that the when the camera head is pressed briefly, the brightness did not decrease and the video malfunctioned. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: during further investigation it was noted that the device operated intermittently. Per service reports, this complaint can be confirmed. The device was returned unrepaired as system was not performing to specification. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. H6: codes updated it was previously reported that when the left arrow button on the purevue camera head was pressed briefly, the brightness did not decrease and the video would malfunction.